Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen lps flex femoral component. It was reported by the patient's counsel that the patient received the nexgen lps flex femoral component implant on (B)(6) 2010 and was revised on (B)(6) 2012 due to pain. As part of the initial revision, the patient received multiple tm augments on (B)(6) 2012; however, the patient was revised again on (B)(6) 2014, whereupon all tm augments were removed due to infection. Note that the nexgen lps flex femoral component is of zimmer (B)(4) design control and the tm augments are of zimmer (B)(4) design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.